Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen on the intra-aortic balloon pump (iabp) went blank. The screen was not fixed until the power was shut off and then turned back on. This happened while the pump was on a patient, receiving iabp therapy. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "display screen goes blank" is not able to be confirmed. The biomed resolved the problem by rebooting the system. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number on all ac3 listed for the account, with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the screen on the intra-aortic balloon pump (iabp) went blank. The screen was not fixed until the power was shut off and then turned back on. This happened while the pump was on a patient, receiving iabp therapy. There was no report of patient injury or consequence.